Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 25 mg/dl while wearing the pod. The patient applied a new pod. The patient reports they had lost consciousness and was found on the floor. The patient was taken by ambulance to the hospital. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids. The patient was discharged from the hospital after 4 days. The patients pod will not be returned as it has been discarded.